Manufacturer narrative:
Service replaced the differential flowcell was replaced and the leak issue was resolved. Root cause for the leak was associated with a split found from the diff flowcell up to the sheath vent.

Event description:
A customer contacted beckman coulter inc (bci) in regards to leak underneath the coulter lh 750 analyzer. The leak composition could not be determined or confirmed at the time of this report; therefore, a worse case scenario will be taken into account the blood sample as well as any chemical(s) that may run in the affected area. The user was wearing personal protective equipment (ppe) consisting of lab coat at the time of the incident. No exposure to open wounds or mucous membranes occurred. Medical attention was not sought. There were no reports of splash, spray or injury. No death, injury or change to patient treatment is associated with this event.